Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected sodium (na+) result was obtained from a single patient sample processed using vitros chemistry products na+ slides lot 4227-1112-3437 on a vitros 350 chemistry system. The investigation could not determine a definitive assignable cause of the event. A possible cause is a suboptimal calibration as the parameters from calibrations performed the day prior to the event were atypical. However, as it is unknown which calibration parameters were used when the higher than expected patient sample result was obtained, a suboptimal calibration cannot be confirmed as the cause of the event. As no historical quality control results were provided upon request, a vitros na+ lot 4227-1112-3437 performance issue cannot be ruled out as a contributor of the event. An instrument related issue could not be entirely ruled out as a contributing factor of the event as diagnostic precision testing was not performed on the vitros 350 chemistry system. However, there was no evidence indicating that the instrument malfunctioned. Pre-analytical sample processing could not be ruled out as a contributing factor as it is unknown if the customer was following the sample collection device manufacturer's recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros na+ lot 4227-1112-3437.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected sodium (na+) result was obtained from a single patient sample processed using vitros chemistry products na+ slides lot 4227-1112-3437 on a vitros 350 chemistry system. Patient sample result of 157 mmol/l vs an initial result of 127 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected patient sample result was not reported outside of the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 606704.